Manufacturer narrative:
The getinge service territory manager (stm) that evaluated the iabp and ordered the replacement parts, received the parts and replaced the cable power upper display video, the cable grounding strap display, and the display lower hinge cover since it was missing. The fse then performed and completed a preventive maintenance (pm) with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, it was found that the cardiosave intra-aortic balloon pump (iabp) had broken wires inside, under the flip board. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm placed an order for the parts and will make the repair when they are received. A supplemental report will be sent upon receiving additional information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had broken wires inside, under the flip board. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.